Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was at elective replacement indicator (eri) upon receipt. Analysis revealed there were no anomalies observed with the left ventricular set screw. The right ventricular set screw was contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During a device replacement procedure, the set screw was unable to be tightened for the left ventricular lead. The physician suspected a header defect. The device was explanted and replaced to resolve the event. The patient was stable.